Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The hcp reported that the patient claimed to have fallen since early (B)(6). The hcp reported that the patient was unable to have an MRI performed as a result of the patient's falls. No patient symptoms were reported. No further patient complications have been reported as a result of this event.